Event description:
It was reported that the patient presented to the electrophysiology lab for an infected pocket. The pacemaker system including the medtronic right ventricular lead was removed without complication. There was no complaint against the device from the healthcare provider. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).